Manufacturer narrative:
The medical facility did return the impella cp for analysis, though not the data logs from the console. The pump was returned in good condition. Analysis under microscope found no damage that could have caused or contributed to the blood loss, and treatment with 2 units of blood. The blood loss, at the impella access site, was most likely a result of the patient's poor condition with dic (disseminated intravascular coagulation). In addition the physician does not attribute the outcome to the use of impella.

Event description:
A patient with multiple pre-existing conditions was admitted to the hospital in cardiogenic shock. The patient was transferred to a tertiary medical center for care in critical condition. She presented to the tertiary center with av block, bradycardia, hypotension, and coronary thrombosis. The team in the cardiac catheterization lab placed an impella cp via the right femoral artery for hemodynamic support. The patient was noted to also be in right sided heart failure, but her poor prognosis did not prompt placement of right sided support. The team transferred the patient to the ICU for continued monitoring on the impella pump. On the second day of support the access site of impella was oozing blood, which prompted 2 units of blood replacement.